Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further clarified that ¿any¿ actions/interventions meant that no surgical procedure was necessary. It was confirmed that the pump restarted 30 hours after the motor ¿is locked normally¿. Effectively the pump started to work again as it had been working. In regards to the pump remaining implanted and in-service operating as expected, it was reported that effectively the pump was working correctly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative regarding a patient in (B)(6) who received an unknown medication, concentration, and dose via an implantable pump. The indication for use was not provided. It was reported, as provided by a physician programmer image, that a motor stall, engine block, occurred on (B)(6) 2018 at 20:59, recovered that same day at 21:26 due to a magnetic resonance imaging (MRI) scan and stalled again on (B)(6) 2018 at 04:02. As reported, the pump stall on (B)(6) 2018 was not related to an MRI. The MRI on (B)(6) 2018 was not related to any component of the pump. It was reported that they were to take another reading of the pump to check if the device recovered or not and then the specialist was to make the decision, adjust the dose, replace the device or ¿continue if the device recovered¿. Monitoring of the patient status and reading of the pump continued ¿for the next 48 hours¿. As a result of the event, the patient presented a gradual increased pain. The cause of the pump stop was unknown. ¿any¿ was reported as actions/interventions taken as a result of the motor stall on (B)(6) 2018. In response to resolution of the event, it was reported ¿if the pump restarts its operation after 30 hours¿. In response to how the issue was resolved, if resolved, the response was ¿nothing, resetting the pump motor returns to its normal state¿. The status of the pump was implanted and in-service. No surgical intervention was planned or scheduled to replace the pump and no product would be returned at this time. No further complications were reported/anticipated.